Manufacturer narrative:
A patient experiencing high impedance due to a fall was reported to abbott. In an update, it was reported to abbott, surgery took place where the migrated leads were replaced on (B)(6) 2023. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the patient's leads had also fractured due to the fall. As a result, the patient underwent surgical intervention during which the two leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-04105. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on both leads. Lead migration was confirmed via x-ray. It was noted that the patient had a fall prior. As a result, the patient may undergo surgical intervention to address the issue.